Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the system consisting of implantable cardioverter defibrillator, atrial and ventricular leads was explanted due to bacteremia infection on (B)(6) 2018. It was unknown when the infection was first detected. The system was successfully extracted. Patient was stable throughout the procedure.